Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. Samples were repeated due to a previous sample initially recovering above the measuring range of the assay and upon dilution and repeat, the value was within the measuring range. The first sample initially resulted in an estradiol value of 62.2 pg/ml and repeated as 33.6 pg/ml. The second sample initially resulted in an estradiol value of 35.4 pg/ml and repeated as < 5.00 pg/ml. The third sample initially resulted in an estradiol value of 32.8 pg/ml and repeated as < 5.00 pg/ml. The fourth sample initially resulted in an estradiol value of 68.4 pg/ml and repeated as 10.5 pg/ml. The estradiol reagent lot number was 59215401, with an expiration date of 31-dec-2022.

Manufacturer narrative:
Data was provided for approximately 9000 patient samples and upon initial review of this data, it was observed that clinically implausible results results for approximately 64 patient samples tested with the elecsys probnp ii immunoassay. Approximately 845 out of 2500 estradiol results showed recovery below the measuring range, which is an exceptional percentage of results. Other tests showed a similar pattern of results below the measuring range, which is unusual. H3 other text : na

Manufacturer narrative:
An additional potential e801 module serial number was added of 1751-07. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The type of results received by the customer suggest bubbles on the reagent. As no additional information was received from the customer the cause of the event could not be determined. The investigation did not identify a product problem.